Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed oversensed noise and patient received inappropriate shocks. Additional information received indicating that there was no device exhaustion and pacing inhibition. Fibrosis in the pocket grew around the right ventricular (rv) lead and ended up bending the lead in half at a very acute angle. Testing revealed normal sensing and threshold, but impedance was greater than 2000 ohms. The physician cut the rv lead to remove the fibrotic growth and surgically abandoned the remaining lead portion. The cause of noise was not determined but when the rv lead was replaced all measurements went to normal. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.